Event description:
It was reported that device entrapment occurred. The target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery (lad). A non-boston scientific (bsc) stent was deployed; but due to poor expansion caused by calcification, post-dilatation was performed using a 3.00mm x 15mm nc emerge balloon catheter. The balloon was inflated five times at 20 atmospheres (atm) for 15 seconds each, and on the sixth inflation, the balloon was expanded at 20 atm for 30 seconds. However, during the sixth inflation, the non-bsc guidewire became stuck and could not be removed independently; only the nc emerge balloon catheter was retrievable. Ultimately, both the balloon catheter and the non-bsc guidewire were removed together. Additionally, according to the physician, the non-bsc guidewire coating may have been defective. The procedure was completed, and no patient complications reported.